Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. Additionally, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer was unable to clear the alarm. Customer's blood glucose level was 170 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.